Manufacturer narrative:
The catalog number has not been cleared in the us but is similar to the titanium implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium implantable port, groshong single-lumen, 8f products are identified in report source and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The device will not be returned for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Expiry date: 11/2024.

Event description:
It was reported that one year eight months post port placement procedure the port allegedly broke, get separated and migration into the right atrium. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one titanium peritoneal implantable port attached to a groshong catheter was retuned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. In addition to the returned physical sample, four electronic images were provided for review. The investigation is confirmed for the reported catheter fracture, material separation, migration and identified dent issue as a complete circumferential break was noted on the distal end of the attached catheter that was elliptical in shape and the edges of the complete circumferential break were noted to be uneven and the image review also confirms the same. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that one year and eight months post port placement procedure the port allegedly broke, got separated and migration into the right atrium. The current status of the patient is unknown.